Event description:
The patient was in hospital since the implant. He was "not really responsive" and had glassy eyes. The patient's wife was discussing the device settings with the physicians. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).